Event description:
The event involved a tego® connector. The reporter stated that during the start of dialysis treatment during the connection of blood lines, the catheter filled with air at the arterial part of the catheter causing the line system to fill with air. The dialysis machine stopped and the air was removed with a syringe. The tego was replaced and there were no further issues. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
Device is available for evaluation, however has not been received.

Manufacturer narrative:
The device was received for investigation on 5/26/2022. The two d1000 tego assemblies were confirmed to be leaking internally. Subsequent disassembly revealed punctures through the seals typical of access with a sharp instrument. The probable cause is typical of blood and air leakage resulting from access with a sharp instrument such as a needle during use. The dfu df-3844 states: do not use needles or caps on tego. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information in section a5 and a6. D9 date returned to manufacture 5/26/2022.